Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed an overheated q5 component on the backflex. The processor pcb shielding and backflex were replaced. Additional information: burn of device, overheating of device.

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage to the processor shielding. There was no patient involvement.